Event description:
The physician was performing the procedure and during insertion found the sheath was bent. A new product was used. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one sheath and dilator for analysis. No definite signs of use were observed on the components. Visual analysis of the dilator revealed that the tip was deformed. One portion of the dilator tip appears squished. Visual inspection of the sheath revealed no obvious defects or anomalies. The dilator body length measured 12 3/4" , which is within the specifications of 12 1/2" - 13" per product drawing. The dilator inner diameter at the distal tip could not be accurately measured due to the damage. Functional inspection of the dilator was performed per the instructions for use (IFU) provided with the kit, which states "thread tapered tip of sheath/dilator assembly over spring-wire guide. Grasping near skin, advance assembly into vessel with slight twisting motion to desired position. " a lab inventory guide wire was threaded through the dilator/sheath assembly, and the guide wire passed with little to no resistance. The dilator was also advanced through the returned sheath, and minor resistance was experienced. The manufacturing/packaging facilities were contacted as a part of this complaint investigation. They stated that the defect may occur during handling of the dilator during packaging of the dilator with the sheath. Thus , it is confirmed that this is a packaging defect. A device history record review was performed and no relevant findings were identified. The customer report of dilator tip damage was confirmed through the complaint investigation. Visual analysis revealed that the dilator tip was deformed. The sample passed all relevant dimensional and functional requirements, and a device history record revealed no relevant findings. The manufacturing/packaging facilities were contacted, and they confirmed that this is an issue related to the packaging of the sheath/dilator assembly. Based on the customer report and complaint investigation findings, packaging likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn#(B)(4).

Event description:
The physician was performing the procedure and during insertion found the sheath was bent. A new product was used. No patient harm reported. The patient's condition is reported as fine.